Event description:
Ventricular noise oversensing led to the delivery of inappropriate shocks. The defibrillation system was explanted on (B)(6) 2015. Preliminary review of provided files showed that ventricular noise oversensing and inappropriate shocks were most likely due to a defibrillation lead issue or lead/ICD connection issue.

Event description:
Ventricular noise oversensing led to the delivery of inappropriate shocks. The defibrillation system was explanted on (B)(6) 2015. Preliminary review of provided files showed that ventricular noise oversensing and inappropriate shocks were most likely due to a defibrillation lead issue or lead/ICD connection issue.